Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), h3: analysis of the 97745 controller, s/n (B)(6), revealed that corrosion damage found on the boards and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller was not powering on and the issue began today(B)(6) 2023. It was attempted to clarify if they charged their controller or implant 2 days ago but pt was vague/unclear. During the call the pt was walked through removing the battery pack and plugging controller into the ac power supply cord; pt denied the controller powered on. Pt confirmed green light displayed on the ac power supply cord and denied damages. Pt noted it looked green inside the controller charging port. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt noted they would see their representative for reprogramming on wednesday (2023-mar-15). Pt stated they were in pain and it was attempted to clarify again if it was because they weren't able to charge their implant (due to controller being blank and unresponsive) and pt confirmed and noted that it was worse now because everything was off.